Manufacturer narrative:
The customer flushed the reagent line with hot di water; however this did not resolve the issue. A bci field service engineer (fse) found the albumin cup does not drain and replaced the valve for the drain. The system did not drain. Fse discovered the drain line was plugged and preceded with cleaning the drain line with bleach. The system started to drain properly. Fse recalibrated the lamp, calibrated reagent, and ran qc.

Event description:
A customer contacted beckman coulter inc. (Bci) to report albumin cup overfilling after performing the cup maintenance. No injury was reported.